Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "device had failed to deliver medication" was unable to be confirmed or replicated during complete functional testing and no probable cause was determined. Visual inspection noted a small crack on the downstream occlusion (dso) seal and was therefore replaced. The pump passed all functional and accuracy testing. Service history review identified a similar complaint was raised in august, but no faults were found during the investigation.

Event description:
It was reported that the device failed to deliver medication as expected. The patient-controlled analgesia (pca) pump indicated doses had been delivered; however, after 24 hours, the pca reportedly administered approximately 100 doses while the infusion bag still contained approximately 75 ml of medication. The bag had not been changed since on (B)(6) 2025 at 15:00. This event occurred during the infusion.